Manufacturer narrative:
(B)(4). The device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately calcified coronary artery. A 15mm x 2.50mm nc quantum apex balloon catheter was advanced for pre-dilation. However, during the third inflation, the balloon ruptured. The device was completely removed and the procedure was completed using a non-bsc balloon catheter. No patient complications nor injury were reported.